Event description:
It was reported that patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was done. There were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.